Manufacturer narrative:
Concomitant medical products: (1) 9mm nim trivantage emg tube (B)(4). (B)(4).

Event description:
It was reported intraoperatively that a nim response 3.0 mainframe was picking up feedback from an anesthesia cart in the or when used with a 9mm trivantage tube on a (B)(6) female patient that weighs 66.9 kg. The physician damaged one of the patient's nerves and claimed this was the fault of the nim picking up feedback and giving false readings. The surgeon was able to repair the nerve during the same case. This is the only information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.